Event description:
The arthrocare speedlock hip 3.0mm knotless fixation implant was about to be implanted and it was determined that the spring loaded mechanism was not functioning properly. Device was removed from field and placed in sharps bin per orders of md.